Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, scissoring clip. Another device was used to finish the case. There were no adverse consequences to the patient.